Event description:
Painful knee with x-ray evidence of massive osteolysis. The distal femur was subject to osteolysis. There was also allegedly evidence of metal debris and cement debris throughout the joint including the tibia. The patella (6638-5-950) and tibial baseplate (6638-5-609) were also revised.

Manufacturer narrative:
Evaluation cannot be performed, but information provided suggests that this event is pt related. There is no evidence that the device failed to meet specifications.